Event description:
It was reported the tip of the subject guidewire broke loose, but could get out of the patient. There were no reported clinical consequences to the patient. No other information was provided.